Manufacturer narrative:
The insulin pump had unresponsive esc and act buttons due to unlocked lcd keypad connector. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the buttons were not working on the insulin pump. Customer stated that the only button that is working is the light button. Customer was able to bolus earlier but now the pump buttons were not working. Customer stated that there is no alert or alarm on the pump screen but time is advancing. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and to revert to a back-up plan.